Event description:
The technician alleged that the side rail is not locking. No patient impact.

Manufacturer narrative:
The technician found the metal flap bent above the side rail preventing it from reaching the latching point. The technician flattened the metal to its original shape to resolve the issue.